Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies. Subsequently, the insulin gauge was inaccurate; the customer attempted to load a new cartridge but a minimum fill notification was also received. Multiple attempts were made by customer technical support to continue troubleshooting for issue; however, no response was received. Customer¿s blood glucose level was 219 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.